Event description:
During follow-up, noise was observed on the real-time "egm". It was also noted that the device was past eol. The device will not be returned. It was mistakenly destroyed by a hosp employee when sent for decontamination.